Event description:
It was reported that during use the shaver handpiece would not turn off using the on/off buttons. There was no report of injury or surgical delay with this event.

Manufacturer narrative:
Investigation findings: the shaver handpiece was returned for investigation. The handpiece was tested and the customer's reported problem confirmed. Further testing found the device to activate on its own. A design change has been implemented for this failure mode. This failure mode will continue to be monitored. There have been no reported injuries associated with this failure mode.